Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting. Customer's blood glucose level was unknown. Customer treated with food. Customer experiencing low blood glucose for shaking, weak, felt like he was going to faint. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears to be normal. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.